Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the arm on (B)(6) 2021. The insertion site got very infected and pus-filled after 8 days from the sensor insertion. The patient¿s mother took him to emergency room (ER) where he received oral antibiotics and the wound was dressed. It ruptured once they were back at home and the mother cleaned the site. At the time of the report the area was still slightly raised but getting better. No additional patient or event information is available.